Event description:
It was reported that the day following implant the right ventricular lead's svc (superior vena cava) impedance was high. The svc coil was programmed off and defibrillation thresholds were performed and were successful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.